Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection of the device noted the flange to be broken, confirming the reported customer complaint. The problem source however has been noted to be unknown.

Event description:
Information was received that while a smiths medical tracheostomy was in use, was holding on by a tiny piece where the flange connects to the tracheostomy portion that goes into the throat. An emergent trach tube change out was required as a result. It was reported that no medical attention was needed.